Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing, r-waves decreased to 0.8 from 12mv at implant and had high threshold of 3.8 v at 0.5ms which was confirmed through programmer. Additional information received which indicates that on fluoroscopy, it appeared that the lead had not moved. An acceptable threshold was achieved after lead repositioning. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.